Manufacturer narrative:
The alleged product malfunction was not confirmed. The catheter passed all specification requirements. During testing no ablation or electrical leakage occurred at the proximal electrode. Lot number was not provided, unable to review device history record.

Event description:
Charring occurred at proximal electrode during ablation. Catheter was used with an rf generator and adapter. No patient injury.